Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomie. Event description: the device was used during a lap. Cholecystectomie. The clipapplier was used in combination with our 11mm trocars. The clipapplier malfunctioned, no clip got deployed at first, after some uses a clip got deployed but got stuck at one side of the tip. The same malfunction took place on two other occasions, 2 lap. Cholecystectomies on the (B)(6). The setup was the same. Intervention: opening another ca500 which was working just fine. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: laparoscopic cholecystectomie. Event description: the device was used during a lap. Cholecystectomie. The clipapplier was used in combination with our 11mm trocars. The clipapplier malfunctioned, no clip got deployed at first , after some uses a clip got deployed but got stuck at one side of the tip. The same malfunction took place on two other occasions , 2 lap. Cholecystectomies on the 13th and 18th of november. The setup was the same. Intervention: opening another ca500 which was working just fine. Patient status: no patient injury reported.